Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and siemens reviewed the data provided. The customer replaced the sensor before running another repeated sample. The customer also replaced the pump tubing. The system was fully functional. Siemens found that the discrepant results had low fluid verify readings accompanied with low fluid delta readings which is an indicator of a fluid flow issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium patient result was obtained on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate dimension vista 500 instrument and again on the initial instrument after a sensor replacement. The repeat result from the alternate dimension vista 500 instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a discordant, falsely elevated sodium patient result.